Manufacturer narrative:
The user facility reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information stating that the front display on an 840 ventilator was scrambled. The ventilator was not in use on a patient at the time the malfunction occurred.